Event description:
Clinic notes were received and indicated that when the magnet output current was increased the patient had a seizure. Patient was hospitalized and the patient¿s mother reported that when the magnet was swiped the patient had a seizure. The patient was referred for generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received from the physician noting that the magnet induced seizures were not related to the vns device and were related to an external factor. The patient underwent generator replacement due to battery depletion. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.